Event description:
Per the physician, during initial surgery he inserted the device in the vestibule and received low impedance values. This was confirmed by a CT scan and x ray. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.